Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (cannot complete functionality testing) was confirmed. Upon receipt the monitor failed incoming functional testing. The root cause of the failure is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.